Event description:
It was reported that during a da vinci-assisted surgical procedure, wires at tip of arm are frayed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding wires at the tip of the device being frayed was confirmed by failure analysis.